Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime, compromised force sensor system and excessive no delivery test due to compromised force sensor system alarm.

Event description:
The customer reported via phone call that they had been sick for two days. The customer's blood glucose level was 324 mg/dl. The insulin pump will be returned for analysis.